Event description:
On april 30, 1999 safeskin corporation was served with the following lawsuit: plaintiff's claim alleges following: plaintiff worked in the neurosurgical intensive care unit and stopped wearing latex gloves on or about april 15, 1996, after she discovered that wearing latex gloves might be causing her to develop respiratory symptoms. Plaintiff was diagnosed as suffering from latex allergies.